Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a patient's low glucose (gluc) serum result generated by unicel dxc 800 pro clinical system. The low result triggered critical rerun on the unit and higher result was obtained. In addition, the sample was rerun on another unit and higher result was obtained. The result was not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
Qc results were within acceptable range. The customer cleaned the probe. Service call was not requested. A clear root cause can not be determined for this event.